Event description:
The customer contact reported the device alarmed with a e321 (battery charger timeout) malfunction alarm code. The device was returned to the biomedical dept for an unspecified reason. There were mp reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a e321 malfunction alarm code. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device audibly alarmed with a e321 (battery charger timeout) malfunction alarm code. The probable cause is the battery. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.